Event description:
It was reported that the patient had a suspected csf leak. The patient had no pain relief and there was swelling at the pump site. The patient was returned to surgery and the catheter was removed. The pump was programmed to minimum rate. The patient's pump contained morphine. No device troubleshooting was done prior to catheter removal. It was reported that the catheter was going to be returned for analysis, but as of the date of this report, the product had not been received by the manufacturer. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.